Manufacturer narrative:
The complainant reported that the distal tip of the screwdriver broke during a surgery. There were no known patient complications. The screwdriver was returned for complaint assessment, where the described damage was confirmed. The distal tip of the screwdriver and spring were broken. Functionality testing could not be performed due to the damage. The distal tip of the complaint screwdriver could have been damaged if excessive torque was applied to the driver, or a lateral force applied to the driver while seated in a screw. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distribution.

Event description:
The complainant reported that the distal tip of the screwdriver broke during a surgery. There were no known patient complications.